Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported "decrease in flows" event could not be confirmed. Information provided by the site indicated that the patient experienced ventricular bigeminy and torsade's associated with decrease flows in setting of hypokalemia. The patient was defibrillated twice and was started on oral medication. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported decrease in flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardia arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular bigeminy and torsade's associated with decrease flows in setting of hypokalemia. The patient was defibrillated twice and was started on oral medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.